Event description:
Reportedly, the device was explanted at implant. Per the operative report, there was 2+ aortic insufficiency (ai) due to central ai with malcoaptation of two of the cusps. "The struts/posts were seen to be free and the valve was seated nicely in the annulus. It appeared that the cusps were foreshortened with tension across the free edge of one of the leaflets. The leaflets were not coapting properly."

Manufacturer narrative:
Evaluation summary: (B)(6) 2011 as received, the valve exhibits a gap at the coaptation region. Characteristics of dehydrated tissue include discoloration and stiffness are evident at the free margins. No inconsistencies detected in the x-ray as the wireform is intact. The valve was sent to rd for functional testing. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4), ruler ID# (B)(4) and caliper ID# (B)(4). Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(6) 2011, research and development conducted functional test and concluded with the following:" "this valve was explanted at implant due to "2+ central ai with malcoaptation of 2 of the cusps", which could not be reproduced by edwards standardized in vitro testing. No echocardiography was provided, thus the behavior of the valve and the insufficiency observed in vivo cannot be confirmed. Edwards standardized in vitro testing demonstrates that the functionality of the valve is acceptable per (B)(4). The as-received valve showed a 10.0% total regurgitant fraction (trf). This regurgitation is mostly through a non-central origin, since no appreciable central hole was observed. This amount of regurgitation would not be considered a "2+". However, it is possible that there may be some discrepancies in the results obtained from in vitro testing and that observed in vivo, since the conditions of the valve had been changed after the explantation due to tissue dehydration and exposure to blood, followed by the subsequent storage in fixatives." Method: x-ray.

Manufacturer narrative:
Per the operative report, after coming off bypass, there was central ai with malcoaptation of 2 of the cusps. No perivalvular leak. Photo taken by anaesthesia and valve sent to pathology, flagged for return to edwards. At (B)(6)2011, device has not been received by edwards. Model: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. A device history record review is in progress.